Event description:
The customer reported that the system displayed an x-ray disabled error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The x-ray tube, the high voltage supply regulator board, and the generator driver board were replaced. The calibration files were reloaded. The system was calibrated. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.